Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During preparation, the screen turned blue when the device was powered on. The procedure was cancelled due to this event. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; however, the field service engineer (fse) performed an on-site inspection that revealed occasional blue screens upon startup. After reseating the memory modules and graphics card, the device powered on normally, image processing was normal, and functional tests passed. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure moderate) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation is assigned an investigation conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for found blue screen after it was turned on was likely related to an unintentional interaction of the product from the available information. Furthermore, the event was resolved by properly reseating the memory modules and graphics card. Therefore, it can be concluded that "unintentional interaction" was the most probable cause of the complaint/event.

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During preparation, the screen turned blue when the device was powered on. The procedure was cancelled due to this event. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.